Event description:
It was reported occlusion alarms occurred. The customer's blood glucose level read "high"; a specific value was not provided. Elevated blood glucose was addressed with a manual dose injection. A systems check was performed with tandem technical support and no issues were identified. The customer changed pump supplies and resumed insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Manufacturer narrative:
B3 date of event b4 describe event or problem additional information was added to the complaint showing a different date of event and a cascade of events leading to the occlusion alarms.

Event description:
It was reported intermittent occlusion alarms occurred. The customer's blood glucose level read "high"; a specific value was not provided. Elevated blood glucose was addressed with a supply change. A systems check was performed with tandem technical support and no issues were identified. The customer changed pump supplies and resumed insulin therapy.